Event description:
The technician alleged the side rail not latching. No pt impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly, d pin and the cover assembly to resolve the issue.